Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was report that the hemostatic valve failed. The hemostatic valve fell into the hub, and it was intact. This occurred right after it was inserted into the patient¿s body. The procedure was continued by exchanging to same product. The procedure was completed without patient consequence. They cannot be more specific on what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. No picture available. The sheath was not being used on the patient. Therefore, no blood return was observed.

Manufacturer narrative:
The device evaluation was completed on 22-apr-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve failed. The hemostatic valve fell into the hub, and it was intact. This occurred right after it was inserted into the patient¿s body. The procedure was continued by exchanging to same product. The procedure was completed without patient consequence. They cannot be more specific on what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. No picture available. The sheath was not being used on the patient. Therefore, no blood return was observed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied and there were no air leaks or bubbles. The test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed for the finished device 00001827 number, and no internal actions related to the complaint were found during the review. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).